Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 540 mg/dl with ketones. Customer addressed bg level by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.